Manufacturer narrative:
Device code a0406 captures the reportable event of stent kinked inside the patient. Updated block d4: lot number, based on the additional information received on september 04, 2025.

Event description:
It was reported that a tria ureteral stent was used in a stent replacement procedure. During insertion and inside the patient, it was noted that there was a kink on the shaft and it could not be inserted. The procedure was completed with another same device and there were no patient complications reported.

Event description:
It was reported that a tria ureteral stent was used in a stent replacement procedure. During insertion and inside the patient, it was noted that there was a kink on the shaft and it could not be inserted. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0406 captures the reportable event of stent kinked inside the patient.

Manufacturer narrative:
Block h6: device code a0406 captures the reportable event of stent kinked inside the patient. Correction to block d4: model number. Block h11: investigation analysis: upon receipt at our quality assurance laboratory, this tria ureteral stent underwent a thorough analysis. Visual inspection of the device revealed that the stent was detached in five pieces. Also, the stent was kinked in some sections. During magnification inspection, it was possible to see that the stent was stretched at the renal coil, and some drainage holes were deformed. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the stent stretched and some drainage holes deformed indicates that the device was submitted to tension. It is possible to conclude that these issues could be caused by operational factors. Probably some manipulation during the procedure could have caused all these damages affecting the performance of the device. A conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a tria ureteral stent was used in a stent replacement procedure. During insertion and inside the patient, it was noted that there was a kink on the shaft and it could not be inserted. The procedure was completed with another same device and there were no patient complications reported.